Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026, the cgm displayed 202 mg/dl, while a fingerstick blood glucose (fsbg) measurement showed 176 mg/dl. The patient did not have any symptoms and did not administer treatment at that time. Later the same day, while attending a funeral and driving, the patient received repeated cgm low alerts, with readings dropping to approximately 40 mg/dl. During this episode, the patient experienced severe disorientation and confusion with cognitive changes but did not lose consciousness. The patient did not have access to a blood glucometer, and bystanders assisted the patient and provided regular soda and candy. Following oral carbohydrate intake, the patient reported improvement in symptoms, with cgm readings increasing to approximately 50¿60 mg/dl, mental clarity returning, and the ability to drive home safely. The patient did not seek medical care but reported feeling extremely tired for the remainder of the day. Subsequently, the patient continued to observe cgm readings ranging from approximately 200¿240 mg/dl that did not correlate with fsbg values (not specified), despite taking insulin as prescribed. Due to continued concerns regarding cgm accuracy, the patient removed the sensor. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time the patient experienced symptoms. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.